Manufacturer narrative:
A detailed analysis of the data logs and patient folder has been performed, and led to the following observations: the deviation of the implanted electrodes is not due to an incorrect registration. Two electrodes were close to the originally planned trajectories at skin level, but tended to deviate as the depth increased. The origin of these two deviations remains unknown. The most likely root causes are the drilling approach, the implantation technique and the patient's anatomy. Irregularities were observed on the CT-scan used for the registration but this did not affect the placement or the orientation of the electrodes. During the registration verification, the user verified only 1 point by placing the pointer on a pin of the leksell frame, although it is recommended to verify seven points on the skin of the patient¿s head. A review of the IFU confirmed that the IFU provides the necessary information regarding the verification process.

Event description:
Upon the post-operative o-arm scan, it was noted one trajectory was significantly deviated from the planned trajectory. The surgeon was satisfied with the merge and the rms error during registration. However, the trajectory that was close to the skull base, showed significant deviation from the plan that this trajectory/electrode was removed and could not be used. There was no delay to the surgery and no patient involvement.

Event description:
Upon the post-operative o-arm scan, it was noted one trajectory was significantly deviated from the planned trajectory. The surgeon was satisfied with the merge and the rms error during registration. However, the trajectory that was close to the skull base, showed significant deviation from the plan that this trajectory/electrode was removed and could not be used. There was no delay to the surgery and no patient involvement.

Manufacturer narrative:
A full analysis of the data logs and patient folder has been performed. This analysis led to the conclusion that the deviation of the implanted electrodes is not due to an incorrect registration. Two electrodes were close to the originally planned trajectories at skin level, but tended to deviate as the depth increased. The origin of these two deviations remains unknown. The most likely root causes are the drilling approach, the implantation technique and the patient's anatomy. During the investigation, irregularities were observed on the CT-scan used for the registration but this did not affect the placement or the orientation of the electrodes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Upon the post-operative o-arm scan, it was noted one trajectory was significantly deviated from the planned trajectory. The surgeon was satisfied with the merge and the rms error during registration. However, the trajectory that was close to the skull base, showed significant deviation from the plan that this trajectory/electrode was removed and could not be used. There was no delay to the surgery and no patient involvement.